Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found expired at home next to the toilet in the morning. All parts of the vad system were reportedly connected but the system&#38112;power was completely depleted and there were no alarms. The patient reportedly lived alone but someone had spoken to the patient at 7 pm the night before. It was reported that interrogation of the patient's system controller by the medical professionals at the implanting center found that the patient began having alarms at 10:28 am on (B)(6) 2015 where the patient was already undergoing alarm states which included low flow, battery depletion, and loss of power. A no external power hazard was captured from 2:03 pm until 4:18 pm when the backup battery was also depleted. The etiology of the patient's death was reported as unclear and an autopsy was not performed to further determine the cause of the patient's death. The cause of expiration was presumed to be due to cardiac arrest. It was reported that the patient was known to have right ventricular (rv) failure, was non-compliant with his rv support medication, and was not a candidate for pump exchange. Despite normal ramp studies it was felt that there was clearly something amiss with the patient's lvad as the patient was not adequately unloading at 11,400 rpm. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.